Manufacturer narrative:
H6: evaluation codes updated. No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluations. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a "no disposable alarm." Per reporter the patient was not affected. Settings were reviewed and the reservoir volume was 10.9ml, continuous rate 2.3ml and amount given 86.10ml. Troubleshooting was performed where the tubing was clamped, cassette removed, and the pump was locked. The cassette was gently tapped on firm surface, but the alarm continued. The device was powered off. There was patient involvement, and no patient harm/adverse event reported.